Event description:
During the preliminary check for the implantation on (B)(6) 2024, the c2-driver sn: (B)(6) did not pass the device's own system check. The check also failed on the following days. The error memory documents: ¿single compressor failure¿. I therefore think that there is an appliance fault. After consulting mr lauenroth, we have decided that we do not need a replacement drive. We still have three drives in house, which seems sufficient. They assured. Me that they followed all procedures as outlined in the system check form .